Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In april 2022 the mother noticed that the user's hearing performance with the device was affected. When the user was followed up 2 months later channels with abnormal impedances were found.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
On (B)(6) 2022, the mother noticed that the user's hearing performance with the device was affected. When the user was followed up 2 months later channels with abnormal impedances were found. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2022 the mother noticed that the user's hearing performance with the device was affected. When the user was followed up 2 months later channels with abnormal impedances were found. Re-implantation is considered.